Event description:
A report was received that the patient had an infection at the pocket site. The physician believed that the infection was not device related and the cause of the infection was unknown. The patient underwent an explant procedure and was given antibiotics. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.